Event description:
The pt is an (B)(6) female who sustained fracture involving the left proximal forearm. She underwent orif of her l proximal ulna in (B)(6) at another facility. She subsequently has had failure of her hardware as evidenced by the plate exposed and basically coming out an ulceration in her distal arm. X-rays had shown the fixation to the proximal fragment had completely failed. It appeared that she had non healing of her fracture, the hardware failure and suspected infection. Preoperative diagnosis: left proximal ulna fracture with hardware failure. Postoperative diagnosis: left proximal ulna fracture with hardware failure. Procedure: left elbow hardware removal with biopsy. One plate and 7 screws removed. Note: implanted device was released (by consent) to pt.